Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1600635 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A clip got stuck in the applier during use. It was replaced with a new unit. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The orange indicator clip was visible in the device which indicates that no more clips were remaining in the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The orange indicator clip was fired, as expected, indicating that no more clips remained in the device. The device was disassembled to inspect the internal components. Upon disassembly, no damages were found. Teleflex (B)(4) performed the first functional inspection on the device. It was found that one clip was remaining in the device. Upon firing the clip, it was found that the clip was broken in half at the hinge. It could not be determined why or how the clip broke. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clip broken in applier" was confirmed based upon the functional inspection performed by teleflex (B)(4). One device was returned. Teleflex (B)(4) found that there was one clip remaining in the device that was broken at the hinge. When the device was received, no damages were found other than the broken clip. It could not be determined what caused the clip to break. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. It could not be determined why or how the clip broke. A probable cause for the reported complaint issue could not be determined. We will continue to monitor and trend on this complaint issue, but no further action will be taken for this complaint.

Event description:
A clip got stuck in the applier during use. It was replaced with a new unit. There was no patient injury.